Manufacturer narrative:
(B)(4). Records indicate the lead was retained by the hospital. If information is provided in the future, or following analysis if the lead is returned, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. Pacing impedance measurements were also noted to increase. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.